Manufacturer narrative:
The complaint device was discarded at the facility and therefore not available for evaluation. The event reported indicates there could have been a potential issue with the associated omnispan applier (medwatch # 1221934-2014-00270) and not the needle itself. However, without physically evaluating the devices, the exact failure or the root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The 12 month complaint rate for this failure was reviewed against the risk analysis document and found to be within the expected levels. (B)(4).

Event description:
Our sales rep reported that after successfully deploying the first implant of an omnispan meniscal repair system 12 degrees needle, the second implant became stuck on the omnispan applier when the surgeon tried to deploy it. The sales rep reported the patient¿s tight joint space contributed to the surgeon over penetrating the meniscus. The surgeon completely removed this implant by pulling it out by the sutures and at this point performed a meniscectomy due to the lack of good tissue available to apply a second implant. The surgeon completed the procedure with no further harm to the patient. There was a 5 minutes delay in the procedure. The customer already discarded the devices. See associated medwatch number 1221934-2014-00270.